Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error post-reset ram crc alarm and unexpected restart happened. Customer blood glucose level was unknown. Customer also stated that the alarm occurred during normal use. The device will be returned for analysis.

Manufacturer narrative:
Post-reset ram crc alarm not confirmed during testing. Device passed the self test and displacement test.